Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn primed the IV tubing with normal saline and hung second unit of blood. It was reported that during programming the rn felt the saline dripping on her head and back, as she examined the tubing closer, the tubing from the normal saline just above the drip chamber had separated and blood was dripping from the drip chamber onto rn, the device and the floor. There was no report of patient or user harm. It was reported that the patient did not receive approximately 25 ml of blood due to the event. The event occurred in the outpatient infusion center .